Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated by liquid. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter requesting assistance with setting the meter after replacing batteries due to the meter not powering on. He stated there was some corrosion in the battery compartment. During a display check, the customer stated segments were missing in the display field. This could lead to a misinterpretation of results. There was no actual misinterpretation of any result.